Manufacturer narrative:
Insulin pump monitor for a day. Insulin pump received with stripped battery cap coin slot. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was also programmed with test glucose meter. Device communicated properly and recorded the 99 mg/dl value properly from glucose meter. No unexpected low battery anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the battery cap was stripped and she was unable to remove it. Customer's blood glucose was 481 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.